Event description:
While wearing the external equipment, the pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted.